Event description:
It was reported that during an endoscopic vein harvest, the tip of the optical vessel dissector separated from the rest of the device. The thigh area of the leg was opened to retrieve the tip and complete the vein harvest.